Manufacturer narrative:
(B)(4). Eval results: eval of the product found that the floor sensor has an intermittent alarm tone whether or not pressure is applied to the sensor. The cable insulation is pulled back and the wires are exposed. (B)(4).

Event description:
The customer reported that there is a continuous alarm tone when pressure is off the mat also, claims the rj11 clip appears to be damaged and loose. No other damage detected on the material. The customer reported that the floor sensor mat is being used with a working alarm. Inspection of the product found that the sensor has an intermittent alarm tone whether or not pressure is applied to the sensor.